Manufacturer narrative:
Device evaluation completed on september 2 2020: during the visual evaluation, an anomaly was observed on both views of the device, consistent with a crease/fold. A tear was also observed from the anterior view and extending to the posterior view and within the crease/fold, measuring approximately 0.8 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number of suspect device became evident as 5651306. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis experienced implant rupture on left side post procedure. As a result, patient scheduled for replacement surgery on (B)(6) 2020.